Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l71617, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving clonidine, dilaudid, and marcaine via an implantable pump. The indication for use was spinal pain. On (B)(6) 2015 it was reported that one time in 2011 when the patient had an MRI she felt the area around her pump getting heated. When she told them, they got her out of the MRI.